Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings. No adhesive anomaly could be confirmed due to the sensor being returned opened and used.

Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 40 mg/dl when the actual blood glucose level was 138 mg/dl. The customer further stated that the threshold suspend feature was being activated when his blood glucose was high. Troubleshooting was done. The customer stated the sensor cannula was not bent or damaged. Advised that a replacement sensor would be sent. Nothing further reported.